Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800628 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier only worked twice then it jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip was partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. Another attempt was made and, this time, a double feed occurred. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier jammed" was confirmed based upon the sample received. One device was returned with its rotation tab bent and a clip partially loaded incorrectly. The device was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused a double feed and would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the applier only worked twice then it jammed. There was no patient injury.